Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to clear debris and meds. A field service engineer popped drawers 3.1 and 3.2 and cleared debris and meds. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which the device not detected on bus. The customer reported that the user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.